Event description:
Customer reported that an immage calibrator reagent container was received at the warehouse damaged and leaking. No injuries were reported.

Manufacturer narrative:
No product was returned for evaluation; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.